Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that he went to get his pump filled today and the physician told him that according to the clinician programmer the pump had stopped and restarted even though he had not had any magnetic resonance imaging (MRI). The patient stated that the physician wanted to have a company representative (rep) meet the physician and the patient on friday. The patient then stated that about two weeks ago, he felt like he was not getting medication and that the pump may have stopped then but did not know for sure since also about 2 weeks ago he had an abbott scs implanted and was still having pain at the implant site.